Event description:
It was reported that post op a gastric band procedure, fluoroscopy showed the band had eroded into the patient's stomach. The erosion was confirmed by endoscopy. The band is being removed in 2009. The patient has lost 83 lbs, 52% ewl.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.